Event description:
During a laparoscopic supracervical hysterectomy, a piece of the cannula from the 15mm versastep plus trocar broke off inside the pt. The physician was able to retrieve the broken piece through the incision site and it was found in the abdominal muscle and removed.